Manufacturer narrative:
The ge service rep installed sbc kit and reloaded software. He verified proper operation of system. Unit is functional and operates as intended. Old images on hard drive were lost during software install.

Event description:
The customer reported the system does not always boot up. Also, the system displayed a blank screen. No pt injury was reported.